Event description:
The patient reportedly experienced deterioration in sound quality. In addition, the patient reported that he could feel the implant protruding under his skin. External equipment was exchanged and programming adjustments were made however, the problem was not resolved. The patient underwent a revision surgery in 2008, to explant the device and was reimplanted with another advanced bionics device.